Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 24 mg/dl at the time of the incident. The customer was at 152 mg/dl at the time of the call. The customer used food and orange juice, and was given intravenous fluids to treat. The customer experienced symptoms such as talking and acting funny, as well as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump over delivered. Customer goes high as they sleep without using the pump to avoid lows. The customer had issues with disconnecting their infusion set at the quick release. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test, excessive no delivery test and dat at 0.08750 inches. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked lcd window and minor scratched lcd window.